Event description:
It was reported that during intra-aortic balloon (iab) therapy, a "sensor failure" message appeared on the cs300 intra-aortic balloon pump (iabp). The customer had followed the help screen prompts without resolving the issue. The getinge representative advised them to disconnect the fiber optic cable and transduce the central lumen to the iabp, but they did not have a pressure cable available. The getinge representative described the cable and suggested looking for it on other pumps, or other departments such as cath lab. The getinge representative then listed the steps to connect the cable and zero. It was also advised that if they could not locate a cable and an alternate arterial line, a new iab may be need to be considered. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete initial reporter name: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5) complaint record ID # (B)(4).

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that immediately after 6-8 hours of intra-aortic balloon (iab) therapy, a "sensor failure" message appeared on the cs300 intra-aortic balloon pump (iabp). The customer had followed the help screen prompts without resolving the issue. The getinge representative advised them to disconnect the fiber optic cable and transduce the central lumen to the iabp, but they did not have a pressure cable available. The getinge representative described the cable and suggested looking for it on other pumps, or other departments such as cath lab. The getinge representative then listed the steps to connect the cable and zero. It was also advised that if they could not locate a cable and an alternate arterial line, a new iab may be need to be considered. The iab was in use for approximately 4-5 days. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated field(s): describe event or problem. Additional reporter: (B)(6) rn. Device evaluation: the iab was returned with the membrane completely unfolded and blood on the exterior and interior of the catheter and between the catheter and the sheath. The optical fiber was found to be broken within the membrane approximately 4.1cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record ID # (B)(4).